Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and an issue was found with the connector. It was noted that the defibrillation coil was distorted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had an environmental stress cracking breach/breach (non-electrical) and there was blood in/on the helix/lobe mechanism.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.